Manufacturer narrative:
Preliminary analysis showed that the reported behavior is most probably related to battery depletion (low voltage). Patient care recommendations have been provided on (B)(6) 2016 to check the battery voltage.

Event description:
Reportedly, the energy of a delivered shock is displayed as 23469j in device memories.

Event description:
Reportedly, the energy of a delivered shock is displayed as 23469j in device memories.

Manufacturer narrative:
It was reported that the device was explanted directly after the follow-up (performed on (B)(6) 2016).

Event description:
Reportedly, the energy of a delivered shock is displayed as 23469j in device memories.

Event description:
Reportedly, the energy of a delivered shock is displayed as 23469j in device memories.